Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the haziness, dimmed and scratches on the screen, priming took longer to complete and making grinding noise. It was reported that it took more than once to complete rewind and up, down buttons were sticking and had to press multiple times. The insulin pump will not be returned for analysis.